Manufacturer narrative:
Batch review performed on jul 24, 2018: lot 177530: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary. The pathogen is confirmed as staphylococcus. The surgeon performed and I&d and swapped the poly. The surgery was completed successfully.